Event description:
It was reported during the patient's ipg replacement procedure, the new ipg exhibited high/invalid impedances. An sjm rep attempted different cables and changed both ports, however the impedances were still high/invalid. Subsequently, another ipg was implanted successfully.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.